Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting impedance issues. Another lead was implanted instead. No further adverse patient effects were reported. Additional information was received detailing that the impedance issues were high out of range shock impedance measurements.

Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting impedance issues. Another lead was implanted instead. No further adverse patient effects were reported.